Event description:
During surgical removal of lung tissue the pulmonary artery was closed with a surgical stapler. The pt was closed and when taken of the table , pt went comatose. Pt had to be reentered and it was found that the staple did not close and the abdominal cavity was full of blood. Staple removed and pt sutured.